Event description:
The pump delivered more IV fluid than intended. No specific programming parameters were provieded. There were no reports of any adverse patient events while the device was in clinical use.